Event description:
(B)(4) from (B)(6) on 5/13/2024. (B)(6) 2024 cooling tank unable to be used due to not recognizing water level. On inspection rust noted to water level prob on two criticool machines serial number (B)(6) not previously reported. (B)(6) 2023 electrical fire in motherboard. Machine repaired and returned serial number (B)(6) not previously reported. (B)(6) 2023 "warning halt 4" - taken for repair and loan machine received serial number (B)(6) was previously reported to belmont on 06 nov 2023. (B)(6) 2023 leaking water from cracked tank. - cracked tank replaced serial number (B)(6) not previously reported. (B)(6) 2024 leaking water from cracked tank. - cracked tank replaced serial number (B)(6) not previously reported.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in this incident was returned to belmont (UK office) for investigation. All devices affected with different problems were removed from service and repaired, parts needing replacement completed and returned to use all machines affected were noted to be faulty at point of set up prior to placement on patient. If the device sounds an alarm and/or presents a display other than the standard belmont medical technologies display, the operator should proceed according to the display message and/or the troubleshooting instructions. The following messages should be checked and confirmed: · low core temperature thermoregulation is continuing· core readout too low · out of normothermia range · patient temperature above xx.xºc, · patient temperature below yy.y ºc, · water temp too high. It was reported that cooling tank unable to be used due to not recognising water level. On inspection, rust was noted to water level probe machines. The device was evaluated by a belmont service technician and deposit could be seen around the float sensor and float after removing the tank. No issues were found with the stainless steel. A precise root cause of the deposists could not be determined. The cracked tank could be confirmed through visual inspection. Root cause could be isolated to the tank. The tank was replaced and device was system tested and passed with no issues. No further issues have been reported on the device since the tank was replaced. No device malfunction could be verified, and the root cause could not be determined. Belmont will continue to monitor this issue moving forward.